Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2022. The consumer reported while opening the bottle of the reagent, some of the solution splashed in his eyes. The consumer stated he flushed his eyes with water. The consumer confirmed that they had no effects from the reagent and was feeling fine. Technical service provided the safety data sheet (sds) to consumer via email.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on 12dec2022. The consumer reported while opening the bottle of the reagent, some of the solution splashed in his eyes. The consumer stated he flushed his eyes with water. The consumer confirmed that they had no effects from the reagent and was feeling fine. Technical service provided the safety data sheet (sds) to consumer via email.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for the binaxnow covid-19 ag card. A supplemental report will be provided if any additional is obtained.d4 (expiration date) h3 other text : device discarded; single-use device.